Manufacturer narrative:
(B)(4).

Event description:
It was reported during a capacitor maintenance, an anomalous electrogram displayed the device oversensing the sosd check. No programming changes were recommended. The patient was asymptomatic.